Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed a compression mark on the outer tubing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for reported event

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2020-01273. It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Issue resolved.